Event description:
Complainant alleged that during a routine shift check, the device displayed "bridge test fail" and "defib fault 80" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll. The customer attributed the malfunction to the device's hv module and bridge board. The hv module and bridge board were returned to zoll and the malfunction was not duplicated. The customer indicated that replacing the module resolved the malfunction.